Event description:
Implant date: 06/22/1995. Post operative x-rays of a year and a half show a bone screw on the right is loose. Revision surgery on 12/10/1996 to remove hardware at which time a pseudoarthrosis was found.